Event description:
System will not find "home" position. Will default back to pelvis mode. Patient here for fluoroscopy exam. Had chest x-ray and equipment malfunctioned causing the patient to have to reschedule. Chest x-ray read out. Manufacturer response for xray, philips healthcare (per site reporter): action taken: could not duplicate the problem and also pulled the handle covers and cleaned switches to operate overhead xyz directions. Verification details: system was functioning and the techs could not duplicate the problem.